Event description:
It was reported that during a supply change the user skipped steps and needed to return to the fill tubing screen; the cartridge was already inserted, the infusion site was not yet connected, and the user required guidance to complete the fill tubing and cannula steps, which restored insulin delivery; this was characterized as a use-of-device problem with no specific component identified. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found and that the issue involved user operation without a discrete component code identified. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.